Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 183 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change the customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. The customer declined to continue troubleshooting and stated that she had already changed the infusion set and reservoir and was still getting a no delivery alarm. The customer requested the insulin pump to be replaced. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.